Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 520 mg/dl, which he bolused for three times with at least 10 units of insulin. However, the customer's blood glucose kept increasing. The customer experienced nausea and dry mouth; the customer smoked weed to rid himself of the nausea. Troubleshooting was initiated and the customer found an air bubble on the bottom of the reservoir. A prime was performed and insulin successfully exited. The customer also had incorrect insulin pump time and date, which they were assisted with correcting. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.